Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3002953813-2018-00036. During a procedure port 1 on the generator displayed an unsafe probe error message when going into lesion mode. The procedure was cancelled and there were no adverse consequences to the patient. Further troubleshooting determined the issue was due to two generator adapter cables.